Manufacturer narrative:
Ref: (B)(4).

Event description:
During a procedure, it was reported there was char observed at the tip of the catheter. The catheter was changed and procedure was finished with no consequences for the patient.

Manufacturer narrative:
(B)(4) during a procedure, it was reported there was char observed at the tip of the catheter. The catheter was changed and procedure was finished with no consequences for the patient. The returned device was visually inspected upon receipt and char was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the catheter met manufacturing specifications.